Manufacturer narrative:
(B)(4). The device was not returned for evaluation. In this case, there was no reported device malfunction associated with the cds. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions and due to the implanted clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is being filed to report that after the clip (60701u105) was implanted, mitral valve mean pressure gradient increased. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), grade 4+. Mitral mean pressure gradient was 1 mmhg. The first clip was implanted and mr was reduced to 3-4+. A second clip (60630u157) was advanced to the mitral valve however when steering down into the valve, the device became stuck in the anterior leaflet. Standard trouble shooting was performed to remove the clip delivery system (cds). The clip was not implanted. There was no damage to the anatomy; however mr increased to 4+. Another clip (60701u105) was implanted lateral to the first clip without issues, and the mr was reduced to grade 3+. Mean pressure gradient had increased to 6 mmhg. The patient is stable. No additional treatment is planned for the patient. There was no clinically significant delay in the procedure. No additional information was provided.